Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: a review of the black box showed a call service 078 motor alarm during a rewind attempt. Moisture was visible through the display lens and a leak test confirmed a leak at the case seal. Due to internal moisture damage at the motor flex and components a call service 078 alarm was duplicated a when rewind was attempted. No audible sounds occurred. The pump was opened to find moisture on the piezo device.